Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up visits it had been discovered that the right atrial lead had exhibited noise and inappropriate auto mode switches. The patient had been asymptomatic to the noise. On (B)(6) 2016 during a defibrillator change out procedure, the physician elected to reposition the lead; all electrical values were tested and found to be normal. The patient was stable throughout and post surgery.

Event description:
New information received notes that the lead was explanted and received by manufacturer with no allegation of patient adverse event. No further information was available.

Manufacturer narrative:
The reported events of over sensing and noise were not confirmed. As received, only the connector portion of the lead measuring 6.0cm., was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.